Manufacturer narrative:
As reported, two mynx vascular closure devices (vcd) did not deploy correctly. The sealant did not deploy. There was no reported patient injury. Hemostasis was achieved with 20 minutes of manual pressure. The deployer is mynx certified. The patient did not have any relevant medical history. The device was removed from the package according to the instructions for use. The vessel type was a femoral arterial. A 6f non-cordis sheath was used on the procedure. Femoral artery suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the mid femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely. There was no resistance when shuttling down. There was no force applied when retracting the sheath. The advancer tube was not engaged or visible. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from the packaging or during deployment. The patient recovered, and hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. An obvious radial tear was observed in the balloon of the returned device. The balloon loss of pressure failure was not mentioned in the reported complaint description. The syringe was connected to the device with the stopcock closed. The sealant and advancer tube were found inside the shuttle cartridge tubing as received. The procedural sheath was not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down step was simulated and slight resistance was felt. It was found that the sealant was exposed to moisture which caused the sealant to increase the profile and create resistance. The sealant was removed, and the advancer tube was properly engaged to the proximal tamp lock without any issue per mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1816202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ were confirmed through analysis of the returned devices. Additionally, one of the devices were returned with a tear in the balloon. However, the exact cause of the failure to deploy events and the balloon tear found on one of the devices could not be conclusively determined. Based on the information available for review and the product analysis, procedural/handling factors (sealants were exposed to moisture and had increased profiles) may have contributed to the failure to deploy reported, especially since the devices were able to be shuttled down during functional analysis. Since the balloon loss of pressure was not reported by the customer, it is unknown when this issue occurred. However, it if occurred during normal use of the device, such as at the first stop or second stop, the user would not be able to apply appropriate tension to the arteriotomy, and achieve temporary hemostasis before the shuttle down step. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review, nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, two mynx vascular closure devices (vcd) did not deploy correctly. The sealant did not deploy. There was no reported patient injury. Hemostasis was achieved with 20 minutes of manual pressure. The deployer is mynx certified. The patient did not have any relevant medical history. The device was removed from the package according to the instructions for use. The vessel type was a femoral arterial. A 6f non-cordis sheath was used on the procedure. Femoral artery suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the mid femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely. There was no resistance when shuttling down. There was no force applied when retracting the sheath. The advancer tube was not engaged or visible. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from the packaging or during deployment. The patient recovered, and hospitalization was not extended as a result of the event. The products will be return for analysis. Additional information was received indicating that during product analysis a tear was found in the balloon.